Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to be fixated. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to dried body fluids in the helix housing. No other anomalies were observed.